Event description:
It was reported that during a yag laser bronchoscopy procedure on (B)(6) 2015, an airway fire occurred. The customer was using a 9.5lo-pro cuffed endotracheal tube with murphy eye, during the procedure. When the airway fire occurred, the procedure was stopped and the oxygen turned off. Treatment was to "flood with ice cold water' and the patient was reintubated and taken to another hospital for burn treatment. The patient subsequently expired on (B)(6) 2015. Attempts to obtain the affected sample and/or photos have been unsuccessful at this time.

Manufacturer narrative:
(B)(4). Covidien has a product (laser flex) designed for the purpose of use with lasers to prevent airway fires. The product associated with this report was manufactured april 18, 1996. A letter dated 1/24/2008 was sent to customers in reference to expiration dates for mallinckrodt endotracheal tubes. (B)(4).